Manufacturer narrative:
One accurus 2500 probe sample was returned for evaluation for the report of cutting failure of probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and deemed nonconforming. Foreign matter is in inner diameter and on port face. Cut testing was performed and deemed nonconforming. Does not cut and pulls tissue. Actuation testing was performed and deemed nonconforming. The sample did not open. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area. O-rings, spacers, diaphragm, and spring were all intact. The complaint evaluation does confirm the probe had a performance issue. The root cause for the probe nonconformance is due to the excessive surgical time of 120 minutes for the probe being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or not function at all. The root cause of the foreign matter on the inner diameter and on port face is also most likely due to the excessive surgical use. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the probe had cutting failure during a surgical procedure. The probe was exchanged to complete the surgery. There was no patient harm.